Event description:
A surgeon reported that during a vitrectomy, the 25 gauge connecting piece could not be inserted into the eye with the trocar. Add'l info has been requested.

Manufacturer narrative:
Received one trocar cannula and trocar blade for eval. A visual inspection was performed and it was observed that the trocar blade had a bent tip. A lot number was not indicated for this complaint therefore, the device history record (DHR) for the lot could not be reviewed for abnormalities that could have contributed to the complaint. The root cause for the bent tip is unk. Trocar cannulas are 100% inspected for damage during manufacturing. Any bent tips would have been culled out during the mfg process. Due to not being able to be determined a root cause for this complaint a specific action could not be assigned for the reported complaint. Complaints are reviewed with mfg on a regular basis. We will continue to monitor this condition for any significant trends. No add'l action is required at this time. (B)(4).